Manufacturer narrative:
A sample device was not returned for analysis. The product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing clerk reported that during an intraocular lens (iol) implant procedure the lens did not discharge properly from an unspecified injector. In a follow up, the reporter clarified that the injector malfunctioned and caused the lens to tear the posterior capsular wall. The lens was cut and removed and another lens was implanted instead.